Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and the wake button was sticking. There was no reported adverse impact to customer¿s blood glucose level. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.